Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the cord was severely damaged. It was found that the cord was smashed and torn in half, exposing the wires. It was determined that this was caused by letting the cord get caught under or between a heavy object. The assignable root cause was determined to be component damage caused by misuse and abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-inspection it was observed that the wires of the foot control device were exposed. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.